Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve, the valve dislodged into the left ventricle. The valve was snared to the annulus and a second valve was successfully implanted valve in valve. The second valve was approximately 10 millimeter (mm) above the first valve with a gradient of 7. The patient had very low calcification. No additional adverse patient effects were reported.